Manufacturer narrative:
Investigation summary: the customer reported that the monitor for the cell-dyn 1700 analyzer was blank. No suspect pt results were generated. The customer could hear the instrument operating but there was no image. The monitor had been getting dimmer the day before. The customer requested field service representative (fsr) visit as soon as possible. She reported visible smoke emanating from the seam over the monitor. An odor was present in the area of the instrument. No pt results were affected by the issue. The instrument was powered off and disconnected. In late 2007, the fsr replaced the monitor. The instrument, after repair was found to be performing per labeling. No further investigation was required. The cell-dyn 1700 system operator's manual (03h58-01, rev d) discusses powering off the instrument on page 5-31. The electrical safety precautions are outlined in section 7 pages 7-1 and 7-3. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01, for issues with monitor failure and smoke from the monitor. October 2007 reports were still in process. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01. Rev d: section 5: operating instructions: power off: p. 5-31 section 7: operational precautions and limitations: overview p.7-1: electrical safety precautions p. 7-3. Conclusion: the device involved in the incident was evaluated. An unspecified electrical problem with the computer monitor was identified. A device malfunction was related to the event. Service replaced the monitor to resolve the issue. No impact to pt management or user safety was reported. This is the final report.

Event description:
The customer states that they observed smoke emanating from the seam over the computer monitor used with the cell-dyn 1700 hematology analyzer. No pt results were affected by the issue. There was no report of injury. The customer powered off the instrument and disconnected the power outlet. Service was dispatched to the customer site to troubleshoot the issue.